Event description:
Technician alleged that all brake casters swivel when in brake mode. No pt impact.

Manufacturer narrative:
Technician found worn locks and plate. The technician replaced the brake casters to resolve the issue.